Event description:
The customer reported that their unit exhibited cidex opa leak. There were no physical complaints reported. The service order was cancelled because the customer repaired the unit. The customer declined to state what was wrong with the unit.

Manufacturer narrative:
Capital equipment, customer repaired the unit.